Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Balloon ruptures can be affected by numerous factors including, but not limited to, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, the lesion was heavily calcified, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged during interaction with other devices or the calcified lesion, such that the balloon ruptured upon inflation. Unfortunately, without the product to examine, no definitive root cause for the reported balloon rupture can be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that the procedure was to treat an extremely calcified lesion in the lad. The 3.0 x 15mm voyager nc was used for pre-dilatation, but ruptured at 16 atm. Two xience v stents (2.5 x 12 and 2.5 x 18) were used successfully to treat the lesion. There were no pt effects. No additional event or pt info is available.